Manufacturer narrative:
Batch review performed on 22 september 2023. Lot 2219933: (B)(4) items manufactured and released on 08-oct-2022. Expiration date: 2027-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 7 months after the primary, the patient came in reporting instability and laxity and the cause is unknown. The surgeon revised the liner (10 to 12 mm) and the surgery was completed successfully.